Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose was 400 mg/dl. The current blood glucose level was 160 mg/dl and 190 mg/dl. Customer stated that the cannula was bent. The customer declined troubleshooting for high blood glucose. The sensor will have returned for analysis. The insulin pump will not return for the analysis.